Manufacturer narrative:
The investigation conducted by field service engineering concluded that the system error code #20008 experienced by the customer was associated with the left master tool manipulator (mtml). The system was repaired by replacing the affected mtml. The mtml was returned to isi for failure analysis investigation. Testing performed by engineering discovered a broken motor gear clamp screw on an axis of the mtml, thus generating the system error code #20008 experienced by the customer. System alarm (system generated fault code) functioned as designed, and there was no injury to the patient. The system error code #20008 appears when the davinci safety system determined a differential change in the angular position of one or more robotic joints on the specified manipulator, as measured by that joint's primary control sensor (encoder) and the secondary sensor (potentiometer), are out of specified tolerance for agreement. Upon determining this condition, the safety system da vinci in a "recoverable safe state". As of oct 23, 2007, there have been no reported recurrences of the issue at this hospital.

Event description:
It was reported that during a da vinci prostatectomy procedure, the customer experienced multiple occurrences of system error code # 20008, which they were initially able to override. Surgical staff was eventually unable to override the error code despite an isi representative's attempt to assist the site in troubleshooting the issue. The patient had been under anesthesia for 45 mins and the patient port incisions had already been made when the surgeon decided to abort the planned surgical procedure. No patient harm, adverse outcome or injury was reported.